Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had beep anomaly. Customer reported that they did hear the differences between the two audio beep volumes when setting was saved. It was reported that the insulin pump kept on beeping every 15-20 minutes. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.